Manufacturer narrative:
Include UDI in report.

Event description:
Ventilator alarmed with tf341009, tf346054, te 231036 and switched to safety mode 385002. During suction maneuver the patient coughed and caused might have caused the error. The biomed have had this same issue numerus times would like to know if the patient coughing could be the only issues causing the error.

Event description:
Ventilator alarmed with tf341009, tf346054, te 231036 and switched to safety mode 385002. During suction maneuver the patient coughed and caused might have caused the error. The biomed have had this same issue numerus times would like to know if the patient coughing could be the only issues causing the error.